Event description:
It was reported that the remb sag saw heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.